Event description:
It was reported that a physician had measured the dosage output on the system 2800 uroview and felt the output was too high. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The output was found to be slightly high and was calibrated. The system was tested and found to be working as intended and placed back into service.